Manufacturer narrative:
(B)(4).

Event description:
Patient's home care nurse contacted dexcom on behalf of the patient on (B)(6) 2016 to report the receiver turned itself off and back on in the middle of the night on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.